Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at the time of essure placement" on (B)(6) 2015. The patient's medical history included obesity, genital bleeding, spotting vaginal, menorrhagia, post procedural bleeding and weight loss. Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2015. Concomitant products included bupropion hydrochloride;naltrexone hydrochloride (contrave) and phentermine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and depression ("hormonal changes ¿ depression"). The patient was treated with vilazodone hydrochloride (viibryd). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, fatigue, depression, migraine and weight increased outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, fatigue, migraine and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Patient was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: essure products in place and in satisfactory position. Ultrasound scan vagina - on (B)(6) 2015: my body had done what it was supposed to do ¿ no chance of pregnancy. Concerning the injuries in the case, the following ones were described in patient's medical records: weight gain, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received. Reporter information, product insertion date, indication updated. Treatment drug added. Event injury was replaced by new events medical device monitoring error, dysmenorrhea, fatigue, hormonal changes ¿ depression, migraine, weight gain and device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.